Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(4)) was returned for evaluation following the reported event of a device explant due to a suspected thrombus. The log file downloaded from the returned controller contained data spanning approximately 7 days ((B)(6) 2020 per the timestamp). The log file captured several low flow hazard alarms due to the calculated flow falling below 2.5 lpm; these alarms are addressed via the pump investigation (MFR 2916596-2020-00786). The pump was then intentionally stopped on (B)(6) 2020 from 20:45:58 to 20:46:00. The pump was then started again and operated briefly before being intentionally stopped again at 20:46:07. At 20:49:55 on (B)(6) 2020, a controller fault alarm activated due to fuses a and b being open; this alarm remained active for the remainder of the log file. The intentional pump stops are consistent with the reported explant, and the open fuses are consistent with the driveline being cut during the explant. The controller was then shutdown on (B)(6) 2020 at 20:54:23. The controller was briefly reconnected to power on (B)(6) 2020 but was not connected to a pump at this time. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The data in the log file did not indicate an issue with the system controller. Evaluation of the returned controller revealed damage to fuses a and b that is consistent with the driveline being cut during explant. Per the investigation of the returned pump(MFR 2916596-2020-00786), the pump cable was severed approximately 2"" from the pump header; this would result in the observed damage to fuses a and b. The damaged fuses do not indicate an issue with the system controller and are not related to the suspected thrombus. The damaged fuses were replaced. After replacing the fuses, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended during analysis after the fuses were replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-00786. The system controller was returned due to pump explant. The manufacturer's investigation found pcb damage.